Manufacturer narrative:
The lot number is unknown; therefore, no review of the device history record could be performed. The instructions for use which accompanies each device states in the section labeled: potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes.

Event description:
It was reported that approximately 4-6 weeks following an anterior procedure, the doctor observed dehiscence where the suture line reopened. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received on 6/23/08. Procedure date was (B)(6) 2007. The patient was given antibiotics intravenously pre-operatively. The patient experienced vaginal bleeding/discharge/cystitis six - eight weeks post-operatively. Culture was performed. Results of the culture were pseudomonas. Patient had to have two corrective surgeries. After two corrective surgeries and removal of the graft, the vaginal incision has closed. The area of the removed mesh was described as a trapezoidal shape approximately 2 cm across the bladder neck, fanned out to a wedge shape in length of approximately 5-6 cm from the bladder neck to the apex, w and approximately 4-5 cm in width at the apex. Current status of patient was described as ok now.

Manufacturer narrative:
A review of the device history record does not indicate any issues that could have caused or contributed to the reported event.

Event description:
It was alleged by the patient's attorney, "as a result apply of having the products implanted, the patient has experienced significant mental and physical pain and suffering, and have sustained permanent injury and substantial physical deformity."

Manufacturer narrative:
Per additional information received, the explant date has been removed.

Event description:
Per additional information received, as a result of having the product implanted, the patient has experienced continued stress urinary incontinence, pelvic pain, vaginal mesh/bladder sling erosion, heavy bleeding, non-healing vaginal scar with wound dehiscence of the anterior vaginal suspension requiring surgical intervention.